Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 23-mar-2026 e1: initial reporter e-mail:(B)(6). E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). Investigation summary: bd received 35 samples for investigation. Thirty of the returned samples were subjected to functional tests to assess insufficient blood flow during use. All samples passed testing, exhibiting no signs of defects to the device, leakage, or insufficient blood flow during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 3 of 4. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood was unable to flow out of the collection set and into the tubes with one patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 4: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood was unable to flow out of the collection set and into the tubes with one patient. No adverse impact was reported regarding the patient or user.